Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported issue was able to be confirmed. Additionally the dso seal was found to be degraded. The battery compartment and dso seal were replaced. Service history identified that no previous repair has been noted in the last 12 months.

Event description:
It was reported that the pump had a damaged battery compartment. Issue was found during testing and there was no patient involvement.